Event description:
Medtronic received information via a journal article in the journal of thoracic and cardiovascular surgery; doi:10.1016/j.jtcvs.2011.12.032, on a retrospective study of 100 patients who received decellularized cryopreserved valve allografts and standard cryopreserved pulmonary allografts (sca) between 2000 and 2005 to establish continuity between the right ventricle (rv) and pulmonary artery (pa) for right ventricular outflow tract (rvot) reconstruction. All allografts were non-medtronic products. Post-operative follow-up included a report of (B)(6) old neonate with transposition of great arteries, double-outlet rv, pulmonary stenosis, and ventricular septal defect who had rastelli repair with insertion of a 10mm sca. Twenty days post-implant, the rv-pa conduit was replaced with a 12mm hancock xenograft due to severe pulmonary regurgitation. Three days post-implant of the hancock xenograft the patient died of low cardiac output. The article did not indicate whether the death was related to the medtronic device, device function, or whether the device contributed to the patient's death. Additional information has been requested, but not received.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The author did not indicate whether the death was related to the medtronic device, device function, or whether the device contributed to the patient's death. Additional information has been requested, but not received. Should additional information be received, a supplemental report will be filed. An arbitrary death date was entered as specific information regarding this case was not able to be obtained. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.